Event description:
It was reported that during a visceral procedure, there were difficulties to open the device. At the fifth gold cartridge, the stapler would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Idler gear teeth, release button. The analysis results showed that one device was returned in good visual condition and with a reload present. The reload was received fully fired. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was I position; no functional test could be performed with the returned device. The returned device was disassembled to verify the condition of the internal components; the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.